Event description:
It was reported to boston scientific corporation that at withdrawal of a contour ureteral stent for a procedure in (B)(6) 2011. As the physician tried to remove the stent from the patient body, the physician felt resistance. Under x-ray examination, it was found that a calculus was attached to the device, at the pigtail of the renal pelvic end. On the same day a transuretheral lithotripsy (tul) was performed using lithoclast. The calculus was fractured and then the stent could be removed. There were no patient complications and the patient's condition at the conclusion of the procedure was reported as good. Follow up with the complainant revealed that the indwelling was in place for about 2- 3 months. The lithoclast was an added procedure for the purpose of removing the stent. Prior to the procedure, the patient was able to urinate, there were no reported difficulties urinating. Is unknown how often the patient was monitored during the indwelling.

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date. Complainant state / (B)(6). Complainant postal code (B)(6). (B)(6). The reported event of device stent calcified.